Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) as well as a consumer regarding a patient who was receiving dilaudid and bupivacaine at unknown doses and concentrations via an implantable pump for spinal pain. It was reported that a pump alarm occurred on (B)(6) 2018. The logs were read and the pump was in motor stall. This was also reported as the patient had to go to the emergency room because "the battery froze". It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced and the event was resolved. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
H3: analysis identified wearing on the shaft. If information is provided in the future, a supplemental report will be issued.